Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) is currently underway. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the test failure.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. A review of download data confirmed that monophasic pulses were delivered during pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement (B)(4)) was approved by FDA on (B)(6) 2015. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
Review of service data detected a reportable problem. During servicing, review of the downloaded data files from monitor sn (B)(4) revealed a pulse test failure.

Event description:
Review of service data detected a reportable problem. During servicing, review of the downloaded data files from monitor sn (B)(4) revealed a pulse test failure.